Event description:
It was reported that the reusable instrument tray labeled as itotal cr contained itotal ps keel punches and an itotal ps tibial tray impactor. The itotal cr parts were obtained from an alternate instrument tray and the surgery was completed successfully.